Event description:
Caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by cts in resetting the pump and was instructed to call back if the malfunction code recurred, but the issue did not recur after resetting. Customer was able to continue using the pump without further complications.